Event description:
It was reported that a vns patient possibly has an infection at the top of her chest incision and she feels that the incision is starting to open up a little bit. Follow-up from the surgeon later clarified that there was no sign of infection. Additional relevant information has not been received to-date.

Event description:
Later follow-up from the surgeon provided notes indicating the patient had some odd sensations after the vns was started and was concerned that there may be something wrong or an infection. The family tells her the seizures have virtually stopped. The patient was going out of the country and was concerned there was an infection.

Manufacturer narrative:
Suspect medical device brand name, corrected data: the brand name of the device was inadvertently not provided on follow-up report #1. Suspect medical device model#, serial #, lot#, expiration date, unique identifier (UDI)#, corrected data: the model#, serial #, lot#, expiration date, and unique identifier (UDI)# were inadvertently not provided on follow-up report #1. Device manufacture date, corrected data: the device manufacturer date was inadvertently not provide on follow-up report #1.